Manufacturer narrative:
Visual and functional analysis was performed on the returned device. The reported deployment issue and break were confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history revealed no other incidents and/or complaints reported from this lot. The investigation was unable to determine a definitive cause for the reported difficulties. It may be possible that the distal shaft was bent or restricted in the anatomy preventing the shaft lumens from moving freely, causing resistance with the thumbwheel; however, this could not be confirmed. Additionally, it may be possible that further attempts to rotate the thumbwheel against resistance caused the outer member to separate from the distal end of the rack preventing deployment. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was performed to treat a lesion in the renal artery. An attempt to deploy a 5.0x40mm absolute pro self-expanding stent system (sess) was made; however, the thumb wheel was turning freely without any action to the releasing mechanism and the stent failed to deploy. The procedure was successfully completed with another unspecified stent. There were no adverse patient effects and no clinically significant delay in the procedure. The returned device analysis identified that the outer member inside the handle was separated from the distal end of the rack. The material at the noted separation was jagged. No additional information was provided.